Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer stated the issue was not reappearing. The customer did not provide any further information regarding the record and requested to close the order.

Event description:
N/a.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump(iabp) equipment displayed maintenance codes, and the equipment was replaced promptly. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.